Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced air/water leakage on intake. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the tip of the objective lens adhesive part was peeling off. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the adhesive around the objective lens was peeled.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Additionally, the bending section cover (a-rubber) had a scratch. Due to deformation of the venting connector of light guide (lg) connector, water tightness was lost. The adhesive on the a-rubber had a chip. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to damage on lock engagement lever (fe lever), the angle knob torque of (fe lever) at the engage exceeded the standard value. The video connector case had a crack. The video connector had a crack. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿the objective lens glue was peeled off¿ was confirmed. A probable cause for the defect is stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below: inspection of the endoscope: 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.